Manufacturer narrative:
Concomitant medical products: dtbb1qq ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an audible alert and went to the emergency department. Upon interrogation, it was noted that the lead integrity alert (lia) had triggered, and the right ventricular (rv) lead exhibited short v-v intervals, non-sustained episodes of oversensing with noise, and high pacing impedance. The lead capped and replaced. No patient complications have been reported as a result of this event.